Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All lots are verified that all required tests have been performed and all acceptance criteria were met. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required tests have been performed and all acceptance criteria were met. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported to a company representative the system displayed that the fluidics was not available during a procedure and was followed by the eye depressurizing during a procedure. Additional information was received from the surgeon who reported there was no system message, however there was fluidic function at all (no irrigation). They had to shut down and reboot the console and opened a new cassette pack and all worked fine from that point. The procedure was completed and there was no harm to the patient.